Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the customer experienced high blood glucose. The customer¿s blood glucose was 21 mmol/l at the time of the incident. The customer's blood glucose was 31 mmo/l at the time of call. Customer treated for high blood glucose with manual injection. Troubleshooting was performed and found that the insulin vial was cloudy. The insulin pump will not be returned for analysis.